Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device of the device cycling power by itself was confirmed. Ventec observed that a pin on the ribbon cable port located on the control board was bent. Ventec replaced the control board to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a bent pin located on the ribbon cable port of the control board. The device had been previously serviced by the third-party service provider. As a result, ventec is unable to conclusively determine if the pin had been bent before or after the third-party service activities were performed.

Event description:
A third-party service provider was packaging/preparing the device to be returned to ventec for an unrelated issue when they observed that the device began power cycling without user input. The reporter advised that it was as though the power button was being constantly being pressed or held down. In this state, the device would be inoperative. There was no reported patient use associated with the issue.